Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported bending of the delivery catheter (dc) shaft was confirmed via returned device analysis. The investigation concluded that the dc shaft bend and subsequent difficulty positioning the clip delivery system (cds)and difficulty removing the cds from the sgc were related to the bend in the actuator mandrel; however, a definitive cause for the bent mandrel could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is submitted to report the atypical clip movement while steering down to the mitral valve, that has the potential to result in tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. While steering down to the mitral valve, it was observed that the cds shaft was bent and the device was diving medial and anterior. The cds was retracted back into the steerable guiding catheter (sgc). During retraction, resistance was noted between the clip and the tip of the sgc; therefore, the devices were removed together as a unit. The procedure was competed successfully using a new sgc and cds. One clip was implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.